Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient and manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep stated the patient was able to communicate with the ins on (B)(6) 2020, but when attempting to charge on (B)(6) 2020 the patient got a power on reset (por) message on their recharger and controller. The rep indicated that this was a warning por, and the rep was going to follow up with the patient. The patient confirmed that they did not have a fall, trauma, or surgery around any strong emi. No further complications were reported. No patient symptoms were reported.